Manufacturer narrative:
(B)(4)

Event description:
The reporter stated the haptic of an aq2015a three piece silicone lens tore off during insertion and got stuck in the cartridge. The lens was removed and replaced with another same model lens without any patient injury. The missing piece of the lens was later discovered in the cartridge. The reporter believes there is a problem with lubricity or circumference of the cartridge.

Manufacturer narrative:
The product pertaining to this event was not returned for evaluation, however, the lens was received and inspected. The visual inspection of the lens showed a haptic and part of the optic was torn off and missing and there was a dark surgical residue on the lens. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA which was subsequently closed. The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).